Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "dislocated shoulder joint following a reverse fracture stem for proximal humeral trauma. Index surgery was several years ago". No further information was provided.